Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that the most likely cause of limb ischemia was patient condition. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 48 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient exhibited limb ischemia and a vascular dissection. The pump was removed, a drug eluding stent was placed, and vascular repair was completed. Perfusion was successfully restored, thereafter.